Event description:
Pt had a minor return of symptoms of spasticity over 9 weeks. Pt also being treated for a urinary problem and other illnesses. At refill noted a volume discrepancy - expected 6.5 ml actual 10.5 ml. Infection resolved and spasticity problem continued. Roller studies done with inconclusive results. Pt monitored and second volume discrepancy occurred. Pump replaced. Pt is doing well with new pump.